Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe had foreign matter in the solution of the syringe. No serious injury or medical intervention was reported.

Event description:
It was reported that bd luer-lok¿ disposable syringe had foreign matter in the solution of the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: four photos and one loose 1ml ll syringe were received and evaluated. The photos appear to depict a large white piece of foreign matter in the fluid path, larger than level 3 in size. The foreign matter appears to be a broken piece of a plunger rod tip. The physical sample received was contaminated and had signs of liquid residue in its fluid path. The white fm observed in the photos was not found in the physical sample. Due to contamination, the packaging was not examined. The defect is confirmed based on the photos alone. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the component fragment is associated with the assembly process.